Manufacturer narrative:
(B)(4). Review of a 3d film report and cta¿s from 10 days post-implant confirmed that the patient had a single valiant stent graft implanted from just distal to the lsa, extending across the arch and into the descending thoracic aorta. Beginning approximately 3cm from the distal end of the stent graft, a dissection was seen extending down to near the level of the celiac artery. The stent graft diameter measured 28mm at the lsa (proximal stent graft), 28mm at the distal stent graft, and the thoracic diameter measured 31mm at the celiac artery. The distance from the distal stent graft to the celiac was 115mm. The stent graft was patent. No other obvious stent graft issues were observed. The cause of the new entry tear and dissection near the celiac artery could not be determined from the films provided. Films pre-implant and during the implant were not available for review, and images during the intervention where a valiant stent graft was implanted to cover the dissection were also not provided. This event was possibly related to the pre-existing dissection; the dissection was not fully covered at implant.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a 115 mm in length thoracic aortic dissection. It was reported that the patient presented emergently on with complaints of severe back pain. The cta showed another entry tear and dissection 13mm above the celiac axis. The patient was taken to the or and the stent graft was extended to the level of the celiac with a valiant 36x32x150. It was noted that the dissection was fully covered during the index procedure. The case was uneventful and the patient was discharged on the 2nd post op day. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.